Manufacturer narrative:
On february 25, 2026, mentor became aware that the presence of breast pain was erroneously omitted from the previous report submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 30, 2026. In addition to the issues reported previously the patient also experienced capsular contracture. The patient has chest tightness. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on january 29, 2026. In addition to the issues reported previously, the patient also experienced right sided rupture. This was confirmed through magnetic resonance imaging. This report relates to the right prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. D4: UDI: this device was implanted as part of a clinical trial prior to approval to market. Therefore, there is no UDI number. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast reconstruction revision with 1030cc mentor gel implants experienced bilateral cutaneous contour deformity post procedure. The patient was having tightness in her skin. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This patient was part of the athena clinical trial.